Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) (B)(6) legal department is well trained and passes all information concerning the case to our complaint handling department. Review of event description: patient underwent revision surgery due to osteolysis. Surgical report (if applicable): review of surgical report did not lead to new information regarding the reported event. Other information & sources (if applicable): review of the complaint relevant documents did not lead to new information regarding the reported event. No further investigation required as this issue is known and addressed in (B)(4) (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will reevaluate the case. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).. The following report is associated with this event: 0009613350-2018-00514

Event description:
A patient is pursuing a product liability claim. It was reported that the patient had a revision surgery approximately thirteen years post implantation due to osteolysis. Attempts to obtain additional information have been made; however, no more is available.